Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that impedance on this right ventricular (rv) lead had decreased slightly. The clinician reported that there had been episodes of oversensing. The clinician changed the programmed device settings, but suspected that the lead could have moved. Boston scientific technical services (ts) suggested that an x-ray be performed to evaluate lead position. It was reported that the patient was not pacemaker dependent. No adverse patient effects were reported. The rv lead remains in service and no further interventions have been reported.